Event description:
A revision surgery occurred due to dislocation approximately 5 months after the primary surgery on (B)(6) 2019. The surgeon explanted the 135/145 36/+6 standard humeral cup and replaced it with both a standard 36/+9 humeral cup and a 135/145 reversed adapter for an extra +9mm.